Event description:
It was reported via a general comment that proglides were mentioned in a social media post which referenced a suture break failure and a no blood flow [marker lumen blockage] failure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined. Factors that contribute to marker lumen obstruction of flow include, but not limited to, under insertion, clogged marker port / lumen, improper insertion angle. The subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced in b5 is filed under separate medwatch report number. B3: date of the event is estimated as 02/28/2024 . D4: the UDI is unknown due to the part/lot number was not provided. E1: initial reporter is a non-abbott sales representative who mentioned the social media post to an abbott representative . E1: facility name and the name of the person who posted the social media content was not provided.na.